Event description:
This pt has had right knee pain for some time. They have a medial hemiarthoplasty in their right knee that was done about nine years ago, but the poly has completely worn out and they have got a metal-on-metal defect and pain in their right knee. They walk with an antalgic gait and have pain pretty much all the time.